Event description:
It was reported that within one day of implant the left ventricular (lv) lead dislodged and pulled three quarters of the way out of the posterolateral branch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).